Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned for analysis. Perforation is a known adverse event as listed in the product instructions for use. Although, a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that during advancement of the progress guide wire in the mid circumflex coronary artery, the guide wire perforated an epicardial collateral vessel, resulting in pericardial bleeding. Pericardiocentesis was performed and protamine was administered to reverse the anticoagulation effect of heparin. The collateral perforation sealed and no further intervention was required. The patient was asymptomatic and the outcome was good. No additional information was provided.